Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was alarming.

Manufacturer narrative:
Download data showed timeouts, a drive stall and an 0x40 hazard alarm were generated during the devices run. Rerun of the device showed no abnormalities or alarms. Inspection of the commutator cap found no damages or defects that would interrupt electrical continuity. The exact cause of the high pulse widths and drive stall could not be determined. The unexposed portion of the soft cannula was observed to be internally leaking through the nail head causing internal corrosion to the batteries and pcb. It cannot be determined that the internal leak contributed to the reported event.